Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call, the screen on the insulin pump was hard to read from the scratches that have accumulated. Customer's blood glucose was unknown. Customer stated the damage occurred due to normal wear and tear, the device has also been bumped on objects. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.